Event description:
This ra lead was implanted on (B)(6) 2002. A call to technical services on (B)(6) 2011 states that rep said that patient had lung cancer and underwent radiation treatment. During that time, their device was moved to right then back to left back when the radiation treatment was completed. Device now back on left side, but pocket looked to be infected so physician opted to open pocket and debreed the wound area, put the device in a parsonette pouch and place back in the pocket. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).